Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump was using batteries more quickly than it used to. No additional information was available. Several attempts by the customer support to follow-up with the reporter on the matter were unsuccessful. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-jul-2019 with the following findings: during investigation, there was no evidence of short battery life in pump history. The pump electrical current draws were tested and were within specifications. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.